Event description:
Device malfunction: dislodged stent. Time of device malfunction: during the procedure. Symptoms/ae: stent compressed against the vessel wall. It was reported that during advancement of the 3.5 x 18 mm xience v stent delivery system (sds) in the first diagonal of the anterior descending artery, the sds would not cross the lesion. During removal of the sds over the guide wire, the stent dislodged from the balloon and remained in the anatomy. A second 3.0 x 15 mm xience v stent was used to compress the dislodged stent to the vessel wall. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming.